Event description:
The company was informed that the patient reportedly experienced a sudden loss of sound. External equipment was exchanged and programming changes were made. Testing revealed loss of lock between the external equipment and the implanted device. The patient's device was explanted.